Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent a patient-matched knee arthroplasty procedure on unknown date. Subsequently, a mid-shaft fracture of the femoral stem occurred. It is unknown whether a revision procedure has occurred.